Manufacturer narrative:
This report is submitted on november 3, 2022

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date and tesla strength unknown). It is unknown if the clinic followed cochlear's MRI instructions.